Manufacturer narrative:
There was no button error alarm. The insulin pump was received with an intermittent button response due to a corroded keypad traces. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window.

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 91 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.